Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) - endometriosis additional information. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and tvt was implanted concurrently with total abdominal hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy. It was reported that following insertion the patient experienced incomplete bladder emptying, pelvic pain, dysuria and chronic cystitis. It was reported that the patient experienced stress urinary incontinence, pelvic pain, endometriosis, and dysmenorrhea. No additional information was provided.